Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 320mg/dl. Troubleshooting was performed. The customer's husband stated that the insulin was frozen inside the insulin pump and it was cloudy. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.